Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: the pump powered on with the returned battery cap. The audible tone alarms were emitted by the pump when the pump was powered on and during alarm functions per normal operation. Audible tone measurements were within specification. No intermittent or audible tone issues were duplicated during investigation. The pump case was removed; there was no evidence of cracked or loose solder connections at piezo. There was no evidence of additional moisture found inside the pump.